Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring no delivery alarm and stated that they have tried all the remedies to resolve the no delivery issue. Customer initially reported that the insulin pump had a no delivery alarm during fill tubing and it was resolved by changing the infusion set and reservoir. The customer¿s blood glucose level was 347 mg/dl at the time of incident. Customer also reported a motor error alarm and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.